Event description:
It was reported that the new curved reunion reamer was not working correctly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.